Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2019 (stated as ¿over the weekend¿). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "j-loop" component of a one-link non-dehp standard bore catheter extension set broke when trying to remove the blue cap. This was identified during set-up before priming and prior to patient use. There was no patient involvement. No additional information is available.